Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/7/2024, it was reported by a sales representative via email that an ar-2324kbcc biocomposite knotless swivelock anchor would not engage with the patient's bone during insertion. The case was completed using another 324kbcc biocomposite knotless swivelock. This was discovered during an rcr procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 10/16/2024: the case was not delayed, as a second anchor was opened right away to continue the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.